Event description:
Pt reported in the morning on (B)(6) 2011 her blood glucose level was too high at 341 mg/dl. Pt stated she took correction via the infusion device, but her blood glucose level remained elevated. Pt reported experiencing nausea, throwing up and dizziness. Pt stated she changed the infusion set, and took correction via the infusion device, but her blood glucose level remained elevated. Pt reported her blood glucose level got higher with a reading of more than 400 mg/dl. Pt stated she drove to her diabetes specialist where her blood glucose level was 500 mg/dl. Pt's normal blood glucose range is 140-150 mg/dl. Pt reported she drove to the hospital from the doctor's and received correction via IV infusion; contents were not provided. Pt stated on (B)(6) 2011 she put on her infusion device again, but her blood glucose began to get higher. Pt stated she checked the complete accessories and noticed the insulin infusion cartridge was cracked and there was insulin in the infusion device's cartridge compartment. Pt reported she dried the cartridge compartment and changed the accessories. Pt received stationary treatment from (B)(6) 2011 in the evening. No further info is available. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.